Event description:
Customer reported an incident with a power supply failure during treatment. Loud bang heard from the prismaflex machine and then the machine turned off. Customer unable to turn machine back on. No error codes were reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested the downloaded machine data files, the faulty power supply, and additional information relating to this incident. Further investigation is being conducted by the manufacturer. The company is aware of this machine malfunction (power supply failure) and is working on corrections. We will provide a report on completion of the investigation.